Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the teeth were damaged and the bands were overlapped, the slack was taken up and the handle does not have evidence that the loop was secured to the post. Based on the evidence, the device code of bands failure to deploy is confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Secure trip wire in slot on handle unit, however, it was found that the wire was not secured to the handle. The instructions for use (IFU) contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. According to the product analysis performed on the device, it was found that the IFU of the device were not follow since the trip wire was not secured to the handle. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. Also, it was found that teeth were damaged. The marks on the ligator housing teeth implies that the device might have been used with too much force this caused the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. On the other hand, it was found that the bands were overlapped. This failure mode might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly, also getting them overlapped. Additionally, it is possible that the band was tried to be released from the suture, and the damage on the teeth affected the band deployment. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands were twisted together and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands were twisted together and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital of (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.